Manufacturer narrative:
Film evaluation summary: the pre-implant films, films at implant, and earlier follow up films post implant were not available for review and angiography images were not returned. The exact source and cause of the endoleak observed could not be conclusively determined from the cta's provided. There was no stent dislocation, obvious suture break, or stent fracture near the area of contrast was observed. A localized piece of calcification was seen on the right circumference of the aneurysm wall that was in close proximity to the unsupported/stentless region of the ipsilateral limb. The source of the endoleak may have been a likely type iii fabric endoleak. However, without an angiogram and endoleak interrogation being performed, the exact type or source of endoleak could not be confirmed. Review of historical type iii fabric endoleak events have revealed that contributing factors include graft fabric abrasion via c-bar of the ipsilateral limb or calcification within the aneurysm sac in close proximity to the limbs. Additional film review showed the following: type iii endoleak possible as junctional separation between endurant and talent cuffs due to continued distal migration of the talent device. The rcia seal zone may also be a contributing factor to the endoleak and would need to be extended more distally. Kub xray can be used to identify graft separation and a retrograde angio can identify the possible type ib.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm measured 4.3 cm x 4.5 cm in diameter. It was reported that approximately seven years and seven months post index procedure a CT revealed that the aneurysm had expanded to 5.1 cm x 5.5 cm in diameter. Additionally, the right limb of the talent stent graft had a possible type iii fabric endoleak approximately 17 mm below the level of the bifurcation. No intervention was performed and the event was unresolved. Per the physician the cause of the event was unknown. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.